Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer's blood glucose level was 194 mg/dl. A supply change was performed and the occlusions continued. A system check was performed using the current supplies and the pump performed as intended. The customer changed their infusion set site and resumed insulin deliveries. During a follow-up, the customer reported additional occlusion alarms occurring after the site change causing the customer to revert to a non-tandem pump and resuming insulin deliveries using the same infusion set site. The customer reported that alternate therapy would be used for insulin therapy.